Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11352. The pt received three peripheral leads (off-label use), and two had the same lot number. It was reported the pt did not have full coverage of his pain pattern, which was lateral thigh. It was also reported the physician believed the system had been utilized to the maximum in terms of pain coverage. The pt's nerve damage had progressed. F/u identified the physician had scheduled a procedure to explant the entire scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.